Manufacturer narrative:
D10: concomitant product UDI for balloon is (B)(4). D10: concomitant product UDI for pump is (B)(4). H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) was experiencing recurring incontinence and per the patient was 80% dry but there was still incontinence present. There was no apparent device issue and no fluid loss. The previously placed cuff was reported to be too large. The physician removed and replaced the cuff downsizing to a smaller one, and there were no further signs or symptoms reported.